Event description:
The user facility reported that one patient had tested positive for s. Maltophilia after having received a bronchoscopy with the subject device. The subject device was said to have tested positive as well.

Manufacturer narrative:
The device referenced in this report has been forwarded to an independent off-site laboratory for microbiological testing. Following the laboratory testing, the device will be forwarded to olympus for a technical evaluation. A supplemental report will be provided following the evaluation. An olympus endoscope support specialist (ess) has visited the user facility to assess reprocessing practices, and has provided an in-service training on how to properly clean and inspect the device. During the visit, the ess noted minor deficiencies in the reprocessing practices, which were immediately corrected. This report is being submitted as a medical device report in an abundance of caution.